Event description:
Philips received a complaint on the mrx defibrillator with a red x with beeping and a ¿service needed¿ message. The fse evaluated the device on site. The fse performed an operational check, and the device was returned to full functionality. The battery was noted to be low in charge and should be recharged. The device remains at the customer site and no further evaluation is warranted at this time.